Event description:
The distributor contacted heartsine to report that according to the device memory there is an alleged malfunction with the speech chip. A speech chip failure may indicate an error with instructional leds. This may lead to an inability understanding how to use the device correctly which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt speech chip label mismatch errors were observed in the device memory. The reported fault was attributed to a misaligned membrane tail which had lead to intermittent speech chip label mismatch errors. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that according to the device memory there is an alleged malfunction with the speech chip. A speech chip failure may indicate an error with instructional leds. This may lead to an inability understanding how to use the device correctly which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.